Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "patient with lumen rupture and butterfly insertion catheter peripheral central." No patient injury or complication was reported.

Manufacturer narrative:
(B)(4). The customer did not return a complaint sample; however, they supplied a video showing the customer functionally testing the catheter. The catheter appears to leak out of the juncture hub when injecting water through the proximal extension line. A device history record review was performed and no relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to minimize the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The report that the juncture hub contained a leak was confirmed through examination of the customer supplied video. The video showed that the juncture hub leaked when injecting water through the proximal extension line; however, the actual complaint sample was not returned for evaluation. A device history record review was performed, and no relevant findings were identified. The probable cause of the juncture hub leaking could not be determined based upon the information provided and without the actual complaint sample returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "patient with lumen rupture and butterfly insertion catheter peripheral central." No patient injury or complication was reported.